Event description:
It was reported that an alarm was heard. Telemetry confirmed that the alarm was due to zero ml reservoir reached. The low reservoir alarm occurred on (B)(6) 2013 and the empty reservoir volume occurred on (B)(6) 2013. The patient did experience increased spasticity that started three weeks prior to (B)(6) 2013, but the patient took valium to manage the symptoms. The symptoms were due to the pump being empty. The patient had no other withdrawal symptoms. The reporter believed that the refill was missed because the doctor¿s office was changing ownership. The pump was refilled on the report date and the dose was lowered to 96mcg/day. It was also reported that, because the pump was initially registered with the manufacturer as a ¿synchromed el¿, they attempted to do telemetry with a magnet and could not get connection. It was later realized that it was actually a ¿synchromed ii¿ pump and they interrogated the pump and found that the elective replacement indicator (eri) was set to occur in 1 month. The pump was to be replaced in (B)(6) 2014. The device system was used to deliver baclofen. It was later reported that the patient had a return of spasticity. The patient appointment was cancelled because the doctor was leaving the practice and the office forgot to ¿put her down¿ on the new doctor¿s schedule in a timely fashion, so the patient missed the refill. The reporter did not have an update on the patient. It was noted that the patient was to see a surgeon on (B)(6) 2013 to schedule a pump replacement.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l52362, implanted: (B)(6) 1998, product type catheter. (B)(4).